Event description:
It was reported during the procedure the viperwire guide wire fractured. It was indicated the guide wire was positioned distally and the lesion was being treated very proximal, thus there was safe distance between the guide wire spring tip and the oad. The fractured component was able to be snared. There was no issue delivering the viperwire guide wire. There was no indication as to what led to the fracture, as the minimum distance between the oad and viperwire spring tip was maintained. There were no patient complications reported as a result of the event.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported material separation appears to be related to operational context. In this case, it is possible that the material separation is due to device placement or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: b7. Updated: h6 (codes 4117, 3233, and 11 no longer apply).

Event description:
It was reported during the procedure the viperwire guide wire fractured. It was indicated the guide wire was positioned distally and the lesion was being treated very proximal, thus there was safe distance between the guide wire spring tip and the oad. The fractured component was able to be snared. There was no issue delivering the viperwire guide wire. There was no indication as to what led to the fracture, as the minimum distance between the oad and viperwire spring tip was maintained. There were no patient complications reported as a result of the event.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI number is not known as the part and lot number were not provided.